Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that the patient's ins wasn't charging and it had been months since they were last able to charge it. The patient noted that they were sure the ins was over discharged because it happened before. No further complications reported.